Event description:
A customer reported that the bd pyxis¿ medstation¿ es device displayed a black screen and emitted intermittent clicking noises. The customer attempted troubleshooting by powering off the unit, unplugging it, and waiting approximately 15 minutes before restarting; however, the issue persisted. The reported malfunction resulted in a delay in patient care. No patient injury or adverse event occurred.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the screen was totally black, and there was an intermittent clicking coming from the device. A field service engineer (fse) found main drawer 5.1 was not functional. So, fse replaced drawer board controller and tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.